Event description:
It was reported that during surgery the universal oscillating saw attachment's pins were broken and the saw doesn't work properly. There was no pt harm reported; however, there was a delay in surgery by approx 15 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.